Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Device photo analysis: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white female patient, who's undergone primary breast augmentation with a 275cc mentor memorygel breast implant on the left breast, suffered left breast implant rupture, post-procedure. As a result, the patient underwent bilateral removal and bilateral replacement on (B)(6) 2021. The replacement devices were the following: (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9559539 sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9556191 sn: (B)(4).